Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (48 mg/dl). Reportedly, the customer had the low bg reminder setting turned on and thought the pump would annunciate when customer's bg level dropped below 75 mg/dl. Tandem technical support educated the customer on low bg reminders. Customer addressed low bg levels with cranberry juice.